Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), implanted: (B)(6), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had bronchitis and it was confirmed that was not related to the device. The patient went to the hospital on (B)(6) 2015 and had a breathing treatment. The last breathing treatment made the stimulator go off. The patient was fighting both the breathing and a stimulator trying to breathe and thought they were going to die. The patient was put on their medlist not to have the breathing treatment again. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.